Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1809505 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to insert in the sheath by resistance. There was no reported patient injury.

Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to insert in the sheath by resistance. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connecting to the device with stopcock open as received. The sealant and advancer tube were in manufactured position. The procedural sheath that was involved in the reported complaint was not returned with the device. No damages/anomalies were observed on the returned device atraumatic wire distal tip; however, a kink was found in the catheter shaft, approximately 17 mm from the balloon proximal tip. It is unknown if the catheter shaft was kinked/damaged prior, during, after used of the device, or by improperly packaging for return, and if the kink in the catheter shaft may have contributed to the reported failure. In addition, a longitudinal tear was observed in the balloon of the returned device. The balloon loss of pressure failure was not reported in the complaint. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter shaft was kinked, the device was able to be inserted through the lab introducer sheath without issue during the investigation. A device history record (DHR) review of lot f1809505 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis since the involved sheath was not returned and the functional analysis was successfully performed. However, an additional failure of balloon loss of pressure was confirmed through leak test. The root cause of the event experienced could not be conclusively determined. Based on the limited information available for review, it is not possible to determine the contributing factors to the inability to advance in the sheath since functional analysis was performed successfully. It is possible that there was damage to the sheath, however, this could not be confirmed without return of the procedural sheath. Additionally, the investigation found a longitudinal tear on the balloon of the returned device which likely occurred during handling of the device. According to the instructions for use, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator.¿ the IFU also instructs users to discard the device if the balloon does not maintain pressure. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.